Manufacturer narrative:
Gtin/UDI number for item mx9166, lot 17026438 is (B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the filter leaked and that there were orange spots noted on a chair, sheets and wheelchair during an epoch chemo infusion at 20.8ml/hour that had been hanging for less than 24 hours. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: spike adapter; non-bd extension set with a spiro connector; 3 curos caps. The customer¿s report that the filter leaked was confirmed. No anomalies were observed during visual inspection. Functional testing was performed; the set leaked from the top air vent of the 0.2 micron filter. The root cause could not be determined.